Event description:
A 2.7 fr broviac in right circumflex femoral vein. Patient's right thigh noted to be hard, red, edematous, blanching and painful in area surrounding broviac site. The right thigh measured 1 cm larger around than left thigh. M.d. Removed entire catheter and cuff; found a crack in the broviac about 2-3 cm distal to cuff.